Event description:
It was reported "after diring one staple, the second staple and after didn't come out during use. Therefore a new unit was used instead".no patient injury or consequence reported. The patient's current condition is reported as fine

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared severely misaligned. Proper functional testing could not be performed as the stapler was jammed and not firing. A device history record review was performed, and no relevant findings were identified. The sample was disassembled. Die casting anomalies were observed on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported "after diring one staple, the second staple and after didn't come out during use. Therefore a new unit was used instead".no patient injury or consequence reported. The patient's current condition is reported as fine.